Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femoral, cat#: unknown lot#: unknown. Unknown persona bearing, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported to address tibial loosening and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This event will be reported on 0002648920-2017-00667.